Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 100 device unexpectedly stopped ventilating during device use. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral 100 device unexpectedly stopped ventilation during use on a patient. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was not returned to resmed. Review of the device data logs confirmed total power failure alarms and abnormal restart alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to intermittent battery signal. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral 100 device unexpectedly stopped ventilation while in use on a patient. There was no patient harm or serious injury reported as a result of this incident.